Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service engineer (fse) that during installation, cardiosave intra-aortic balloon pump (iabp) displayed gas gain in iab circuit alarm and autofill failure alarm. There was no patient involvement reported.

Manufacturer narrative:
Updated fields - b4, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the pump worked normally for 5-10 mins then displayed "gas gain in iabp circuit" and went to standby. Once restarted it then showed "autofill failure". Upon another visit the issue reappeared even with a demo balloon. The customer refused the unit, it was repacked for pickup. Later after reconnecting all connections and performing tests, the unit was observed for 4+ hours with no issues. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.